Event description:
The customer reported that the unit could not analyze 12-lead ECG.

Manufacturer narrative:
The customer reported that the unit could not analyze 12-lead ECG. Philips evaluated the device and confirmed the failure condition. The failure was resolved by reloading the software.